Manufacturer narrative:
No analysis possible as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via a manufacturer representative (rep) that the tip of the blade broke off in the patient's nose. The surgeon was able to retrieve the piece. It was noted that there were no patient symptoms or complications associated with the event.